Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia after disconnecting the ilet pump to charge, administering external insulin while off the pump for about one hour, and then reconnecting, with a lowest continuous glucose monitor (cgm) reading of 53 mg/dl on freestyle fsl3+. Symptoms included low glucose with urgent low and urgent low soon alerts. Outcomes included self-treatment with oral glucose and resolution of the low without hospitalization. Investigation included a review of device use, user-reported sequence of events, and troubleshooting and education regarding avoiding external insulin while the ilet is active and avoiding pump disconnection during charging. Investigation of this case revealed that the hypoglycemia was consistent with insulin stacking and inappropriate use, as external insulin was given while therapy was interrupted and then resumed, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to administering external insulin and disconnecting the pump, leading to excess insulin exposure.